Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a blood glucose of 360 mg/dl after discovering an insulin cartridge had leaked into the pump chamber, leaving the cartridge empty; the user described filling the cartridge upside down and not changing the infusion set with each cartridge change, and later resumed therapy with a new cartridge while also taking a subcutaneous dose of fast-acting insulin by pen. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem, with improper or incorrect procedure attributed to user interface interaction and failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.